Event description:
A smith and nephew birmingham artificial hip replaced my left hip in (B)(6) 2009. The implants works ok. I have clicking, mild discomfort not requiring any medicine, and pain pelvic flexion. I am considering replacement surgery using a three part implant, rather than metal on metal. I am (B)(6) old and in otherwise good health.